Event description:
Dealer states "(B)(4) technician was dispatched to end user to assess her wheelchair due to a possible brake failure, it will shut off whenever she hits a bump or goes up a hill and the drive lever is loose and keeps popping out. We ordered a replacement left motor gearbox and the defective part will be returned for evaluation." (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this event. Replacement part order (B)(4) has been initiated for this event. Model m41, serial number/date code (B)(4) is approximately 1 year and 5 months of age. The owner's manual part number 1143206 (rev g feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The service technician alleges that he was dispatched to the end user to assess her wheelchair due to a possible brake failure, it will shut off whenever she hits a bump or goes up a hill and the drive lever is loose and keeps popping out. A replacement part has been ordered and the alleged defective part will be returned for evaluation.